Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to delivering numerous high voltages charges within a short period of time resulting in resets from the high voltage controller integrated circuit. The device was tested on the bench and no other anomalies were observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving multiple shock therapies. The device was in backup vvi mode. The device was explanted without any adverse consequences to the patient.